Event description:
It was reported the patient presented for a lead revision. Upon interrogation, it was noted the left ventricular lead was not capturing. The left ventricular lead was explanted and replaced. The patient was in stable condition.